Manufacturer narrative:
Event date: date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient gets mini stroke when the implant is not on. It was also reported that patient has dementia and have all the wires tangled up. No further patient complications were reported/anticipated as a result of this event.